Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch that was reported to have leakage of chemotherapy from the filter vent during a patient infusion. There were no obvious defects, holes, cuts, tears or any other defects observed on the tubing set. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital. There was no human harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1: initial reporter full phone number: (B)(6).

Manufacturer narrative:
The following items were provided by the customer: one used.- list #123390488, primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch; lot #84885788. One used list #unknown, bag spike adaptor w/ spiros; lot #unknown. The complaint of leakage can be confirmed on the returned used primary plum set. As received, the air filter on the vent plug juncture was wetted out with prior infusate. The product was tested per product specification. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 25apr2023.